Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4). Product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), UDI#: (B)(4). Analysis found broken connector pins on the cable assay. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome). It was reported that the patient (pt) had a blank implantable neurostimulator recharger (insr) screen. It was stated that the pt had not charged the ins in several weeks. The pt stated that she had been having trouble with forgetfulness and thing and over the prior weekend, she went to charge and could not get the insr to work. It was stated that she charged the insr all night long and the next morning it said, insufficient to charge ins. On the call, the insr screen was blank and the pt used the patient programmer (pp). It was stated that the pp showed a warning screen to charge ins. The pt was instructed to plug the controller/ charger into an outlet and that did not resolve the issue. The pt reported that the connector pin broke off. The patient was transferred to repair and the desktop charger was replaced. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported her weight at the time of the event. It was confirmed that the replacement resolved the previously reported issues and the pt felt that the part that came lose was not very sturdy and it looked like a usb port. It was mentioned that the patient was recently diagnosed with splenomegaly and profound iron deficiency anemia. The patient stated that the health care professional (hcp)'s felt that the recent diagnosis was the cause of the confusion and forgetfulness. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported her weight at the time of the event. It was confirmed that the replacement resolved the previously reported issues. It was mentioned that the patient was recently diagnosed with splenomegaly and profound iron deficiency anemia. The patient stated that the health care professional (hcp)'s felt that the recent diagnosis was the cause of the confusion and forgetfulness. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.